Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 900 mg/dl. The customer went to emergency room and then was flown to hospital and they had a stroke while in hospital. The customer was hospitalized for one week. The customer stated that the insulin pump was not working and was beeping. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check on self test. No audio/vibrate/absence of alarm anomalies noted during testing. Device powered up properly after the test battery was installed. Device was monitored for 6 days. No blank display or unexpected audio/beep anomaly or unexpected vibrate anomaly noted. Device uploaded properly using carelink. Device had cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).